Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced brakes difficult to engage or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
The devices that were pending were evaluated and it was determined the device experienced steering mechanism cannot be engaged and litter/jacks - difficult to raise/lower which is not reportable. Because of this, the number of reported events has been changed from 2 to 0.

Event description:
This report summarizes 0 malfunction events, where it was reported the devices experienced brakes difficult to engage or brakes cannot be engaged. There was no patient involvement.